Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported he last recharged the ipg approximately a month ago. Reportedly, the charger was unable to locate the ipg and the patient programmer displayed a communication error message. The sjm representative attempted troubleshooting to no avail. A replacement charger was sent. Follow-up identified the replacement charger did not resolve the issue. Subsequently, surgical intervention was undertaken on (B)(6) 2015 during which time the ipg was explanted and replaced.